Manufacturer narrative:
The reported event was confirmed cause unknown. Received 3, 3 way temp sensing catheter with cut portions of inlet tubing. Verified material number 119316m and manufacturing lot number ngkn3432. Visual inspection noted no obvious observations. Lot ngjt1365 and lot nghw3065. Results: this did not meet specifications of the equations listed in section 6.5 of tm0301213 revision 2. Thermistor temperature coefficients (a,b, and c) are listed in the thermistor raw material specification. Calculated temperature does not meet specification. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that thermistor foley was inserted less than 12 hours ago. Stopped reading any temperature that morning. Troubleshoot changed cable, pdm, and tried transport monitor. Needed to insert new foley. Missing core temperature for a few hours. Per additional information received via email on 19aug2025, it was reported that the foley catheter stopped reading temperature. Customer needed a new foley catheter inserted. They performed troubleshooting and cable and hardware swapped out. Per notification from investigator on 26feb2026, it was reported that the calculated temperature does not meet specification and their results were failing was found during sample evaluation on 18dec2025. Lot ngjt1365 and lot nghw3065.

Event description:
It was reported that thermister foley was inserted less than 12 hours ago. Stopped reading any temperature that morning. Troubleshoot changed cable, pdm, and tried transport monitor. Needed to insert new foley. Missing core temperature for a few hours. Per additional information received via email on 19aug2025, it was reported that the foley catheter stopped reading temperature. Customer needed a new foley catheter inserted. They performed troubleshooting and cable and hardware swapped out.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received 3, 3-way temp sensing catheter with cut portions of inlet tubing. Verified material number 119316m and manufacturing lot number ngkn3432. Visual inspection noted no obvious observations. (Lot# ngjt1365 and lot# nghw3065) results: 1st catheter: room temp resistance: 2.382 k ohms. 25 degrees celsius resistance: 2.296 k ohms . Calculated temperature at 25 degrees celsius, based on resistance: 24.56 degrees celsius . 37 degrees celsius resistance: 1.374 k ohm . Calculated temperature at 37 degrees celsius, based on resistance: 36.65 degrees celsius . 41 degrees celsius resistance: 1.146 k ohm . Calculated temperature at 41 degrees celsius, based on resistance: 41.13 degrees celsius. 2nd catheter: room temp resistance: 2.396 k ohms . 25 degrees celsius resistance: 2.375 k ohms . Calculated temperature at 25 degrees celsius, based on resistance: 23.79 degrees celsius . 37 degrees celsius resistance: 1.517 k ohm . Calculated temperature at 37 degrees celsius, based on resistance: 34.24 degrees celsius . 41 degrees celsius resistance: 1.268 k ohm . Calculated temperature at 41 degrees celsius, based on resistance: 38.61 degrees celsius . 3rd catheter: room temp resistance: 2.442 k ohms . 25 degrees celsius resistance: 2.296 k ohms . Calculated temperature at 25 degrees celsius, based on resistance: 24.56 degrees celsius . 37 degrees celsius resistance: 1.396 k ohm . Calculated temperature at 37 degrees celsius, based on resistance: 36.25 degrees celsius . 41 degrees celsius resistance: 1.163 k ohm . Calculated temperature at 41 degrees celsius, based on resistance: 40.76 degrees celsius . This did not meet specifications. Thermistor temperature coefficients (a,b, and c) are listed in the thermistor raw material specification. Calculated temperature does not meet specification. Gross visual evaluation: the 3 catheters were placed in a water bath and attached to a kilo device to display the temperature. The water bath was set to 25 degrees, 37 degrees, and 41 degrees respectively to gauge resistance and the change in display temperature vs actual temperature by the thermometer. No erratic change in temperature display was noted at any of the tested ranges. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that thermister foley was inserted less than 12 hours ago. Stopped reading any temperature that morning. Troubleshoot changed cable, pdm, and tried transport monitor. Needed to insert new foley. Missing core temperature for a few hours.

Event description:
It was reported that thermister foley was inserted less than 12 hours ago. Stopped reading any temperature that morning. Troubleshoot changed cable, pdm, and tried transport monitor. Needed to insert new foley. Missing core temperature for a few hours. Per additional information received via email on 19aug2025, it was reported that the foley catheter stopped reading temperature. Customer needed a new foley catheter inserted. They performed troubleshooting and cable and hardware swapped out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.